Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. Review of the device log shows multiple messages on the event date of (B)(6) 2020 indicating defib cable ID changes; unsupported cable types, no cable attached, cable with CPR pads attached, and a cable fault. However, there is a valid ECG signal seen through the pads indicating that the device detects an impedance. When a cable fault is present, the device is unable to charge. The device was put through extensive testing including full functionality testing, stress testing, and was able to charge/discharge multiple times using test accessories on a simulator without duplicating a malfunction. The multifunction cable receptible was replaced as a precaution and a new multifunction cable will be sent to the customer. The device was recertified and returned to the customer. The multifunction cable used at the time of the event was not returned for evaluation. Therefore, it cannot be firmly established if the multifunction cable attributed to the malfunction. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) year-old male patient, the device was unable to detect the attached multifunction cable and failed to charge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.